Event description:
The knot pusher/suture cutter (kpsc) 'delaminated" the suture when cinching the knot of a fast-fix device. It was stated that it was too difficult to pull these little strands out with a grasper therefore, the surgeon rsected the meniscus. It was confirmed that the suture of the fast-fix frayed. The kpsc is being returned for evaluation as the sales rep. Believes it may ahve caused the fraying to occur. He confirmed that the surgeon resected the meniscus and loose frayed pieces of suture and also confirmed that the absorbable t's do remain implanted in the pt. A delay of 5 mins or less was experienced as a result. Surgeon did not feel there was any pt injury.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported device failure.